Event description:
Review of an article revealed that a vns pt's seizures increased in frequency and was considered a poor responder to vns system.

Manufacturer narrative:
Abubakr, abuhuziefa, et al. "Long-term outcome of vagus nerve stimulation therapy in pts with refractory epilepsy." Science direct.